Event description:
Episode of severe pain, swelling left arm in 2002. Described a "hump-like a horse sitting on arm. Occurred suddenly, early in the morning while still in bed. Seen by physican, x-ray done and plate fracture found. Admitted to hospital with fever, infection and plate removed. Treated with medication, brace, home care. Still has "bulge" if brace removed - arm unstable. Still having problems - consulted an attorney. Spouse found article in journal (orthopedic clinics of north america, v01 33.1. Jan 2002) that indicates this plate not appropriate for this type of fracture.